Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken nut on the controller¿s white power cable was not confirmed. The hm2 system controller, (B)(4), was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a broken nut on their white power cable. Due to the possible risk of the power cable disconnection due to fragile connection, the controller was exchanged. The log files contained two routine pulsatility index events as well as routine power source changes. There were no unusual voltage readings or power cable disconnects seen within the log files. The broken nut did not appear to cause any alarms.